Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the device was not returned to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus when connecting a scope to the light source the front panel flashes. It was not specified during what type of device usage the event occurred. The olympus service business center representative provided technical support to resolve the issue. The device issue was resolved after the air/water valve was replaced and a new scope was used. There was no report of patient injury or medical intervention associated with this event.